Event description:
It was reported that during a laparoscopic cholecystectomy procedure, per the pa, when using the ligamax the device fed two clips simultaneously and they both scissored. The information is limited. The same device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.